Event description:
It was reported from (B)(6) by medical staff that a father of patient called the hospital because they experienced an unknown alarm tone on the controller with no message on the display. They disconnected one battery and reconnected it again, the alarm was gone. The patient went to the hospital to exchange the controller. Patient tolerated it very well and is released home. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
No testing was performed on the devices. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This is one of two reports (3007042319-2015-01272 and 3007042319-2015-01273) submitted for devices related to the same event. No additional information will be forthcoming.

Manufacturer narrative:
Log file analysis review date: may 29, 2015. Data through: may 29, 2015. Normal power consumption 1 low flow alarm was logged on may 29, 2015. The low flow alarm limit is currently set to 1.5 lpm. 3 critical battery alarms have been logged on (B)(4), on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01273) submitted for devices related to the same event.